Event description:
It was reported that the customer received a motor error alarm. The customer could not clear the alarm and was stuck on the reservoir setup screen. His blood glucose level was 215 mg/dl. The customer was advised that the insulin pump needed to be replaced. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and it passed. The device had minor scratches on lcd window and corroded battery tube.